Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The fault was caused by a damaged input connector on the back shell assembly. The monitor was plugged into a test baton and powered on with no image / backlight visible. The input connector / backshell assembly was replaced and the unit was tested by plugging in a test baton. The image came on the screen. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the screen turned black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.